Event description:
While inserting the sheath during a stenting procedure, the sheath "buckled, made a loop and perforated the left iliac artery." Subsequently, the physician repaired the perforated by placing an atrium cast stent graft. The procedure was completed successfully and the pt was reported to be home and doing fine.